Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation a physician from (B)(6) informed cook on (B)(6) 2023 of an incident involving a cook bakri postpartum balloon (rpn:(B)(4)) from production lot 15197182. As reported, when liquid was injected to inflate the balloon, it leaked from somewhere and the balloon did not inflate. The balloon was removed, and another new device was used to complete the procedure. The total estimated blood loss was 645ml, with 469ml of that before the device failure. The balloon was handled near a tourniquet, needle forceps, a colposcope, and cervical laceration forceps. No adverse effects were reported. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures of the device, as well as a visual inspection and functional test, were conducted during the investigation. The complaint device was returned for evaluation. The device was inflated with 150ml of water, and no leaks were observed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Cook also reviewed the device history record (DHR). The DHR for lot 15197182 records no relevant non-conformances. A search of complaint records shows one other complaint for "outer box damaged" from the same production lot at the time of investigation. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issue within the entire lot. Review of the device history record, complaint history, and quality control documents does not indicate that the device was manufactured out of specification and does not suggest items in the lot or similar devices in the field or in house are nonconforming. Cook also reviewed product labeling. The product IFU, t_j-sosr_rev4 ['bakri postpartum balloon'] provides the following information to the user related to the reported failure mode: 'how supplied: upon removal from the package, inspect the product to ensure no damage has occurred.' Based on the information provided, inspection of the returned device, and the results of the investigation, a definitive cause of the event could not be determined. Evaluation of the returned complaint device could not recreate the reported failure. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1- customer (person): postal code: (B)(6), phone: +(B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a bakri tamponade balloon catheter was noted to be leaking from an unknown location on the device when injected with liquid, and the balloon would not inflate. The device was removed immediately and a new device from the same lot was opened and used to complete the procedure. Total blood loss was estimated to be 645 ml, with 469 ml reported prior to the device failure. Blood loss after the device failure was said to be not enough to measure. The patient was considered hemodynamically stable and required no blood transfusion. It should be noted that the customer reported using these devices in proximity of the balloon: tourniquet, needle forceps, suture needle, colposcope, and cervical laceration forceps. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.